Event description:
As reported by the user facility: after priming blood tubing, air in line. After getting air out via syringe removal of blood. Air from bag to filter and air after port on blood tubing. Air found in piv connected tubing. Blood removed from tubing via syringe. Air removed from piv. Blood given via syringe.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.